Event description:
It was reported by (B)(6), an onkos sales representative, that a 56-year-old male patient with an eleos total femur & proximal tibial replacement underwent revision surgery on (B)(6) 2024 due to a dislocation of the tibial poly spacer and tibial rotational hinge from the proximal tibia. The patient reportedly jumped the post which led to the dislocation.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the reported dislocation were not related to the design, manufacture, and/or sterilization of the revised implants.